Manufacturer narrative:
The device remains implanted in the patient and therefore device evaluation could not be performed. A review of medical records indicated that the aggregate of challenging morphologic conditions likely contributed to the increased friction of the aorta wall and retraction of the proximal extension. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Event description:
It was reported that after successful deployment of a bifurcated device and a suprarenal aortic extension the physician noted that the aortic extension moved proximally and partially covered the right renal artery due to the patient¿s angulated neck. Reportedly, an angiographic image revealed the proximal portion of the aortic stent was compressed, but no endoleaks were detected. The physician advanced a stiff wire and ballooned the aortic stent, but was unable to pull the stent down. The physician then elected to place a competitor¿s stent graft, which successfully opened the renal. The procedure was completed without further complications. There was no reported injury to the patient.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.